Manufacturer narrative:
The insulin pump received with normal operating currents no unexpected battery out limit alarm during testing noted. The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing noted. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and broken belt clip slot.

Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported a battery out limit alarm occurred after they removed the battery. Customer stated they were unable to exit from the battery out limit alarm due to the button error alarm. The customer also stated the battery was left out of the insulin pump for a longer duration than allowed. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.